Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 31331un20, through abbottlink data. Trending review determined no related trend for the issue for the product. Return testing was not completed as returns were not available. Using worldwide field data gathered via abbottlink from customers, the performance of reagent lot 31331un20, and associated sublots manufactured with the same material, were evaluated and are performing similar to other reagent lots in the field confirming there was no systemic issue. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 31331un20 are inside the established control limits, therefore, no unusual reagent lot performance was identified for lot 31331un20. Manufacturing documentation for the likely cause lots were reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics' complaint investigation, no systemic issue or deficiency with the architect stat troponin-I reagent lot number 31331un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results for two patients. The following data was provided (customer's reference range is 0.010-0.028 ng/ml): sample ID (B)(6) initial result, on (B)(6) 2020, was 0.044, repeats were 0.025, and 0.038 ng/ml. Sample was repeated on another architect, serial number (sn) (B)(4), result was 0.032 ng/ml. Sample ID (B)(6), results generated on sn (B)(4), initial result on (B)(6) 2020, was 0.064, repeats were 0.018, and 0.011 ng/ml. Sample was repeated on sn (B)(4), result was 0.018 ng/ml. There was no impact to patient management reported.